Manufacturer narrative:
Serial number and expiration date are unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a surgeon implanted a z9002 intraocular lens (iol) (serial not known) and post-operatively, it was discovered that the patient had a -1.50 diopter unexpected post-op refraction. This iol, which is reportedly not part of a recall, was explanted and another iol implanted during the same procedure. See MDR 2648035-2014-00276 for related report.

Manufacturer narrative:
If implanted, give date: (B)(6) 2013. A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. Slit lamp inspection of the silicone lens showed that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications. The lens was manufactured according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: serial number of device received. Expiration and manufacture data populated. Placeholder.